Event description:
It was reported that the right ventricular lead and the pulse generator were explanted and returned for inappropriate shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of inappropriate shocks were not confirmed in the laboratory. Review of the device stored electrograms in the device image reported that the device's sensing, detection of vf, and charging were all appropriate. Ate testing was performed and the device was found to be normal. No device anomaly was found. The cause of the inappropriate therapy remains undetermined.